Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the right coronary artery. A 3.50x16mm promus element drug-eluting stent was advanced for treatment. However, it was noted that the stent strut was lifted. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: f/g,promus element,mr,ous 3.50x16mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. The stent was damaged with stent struts pulled and stretched distally over the distal markerband. The undamaged proximal crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no damage. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the right coronary artery. A 3.50x16mm promus element drug-eluting stent was advanced for treatment. However, it was noted that the stent strut was lifted. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.